Event description:
I have been wearing soft contact lenses since 1996. I have used acuvue and, most recently, ciba day and night lenses, 1 pair each month. I have used renu no rub contact cleaning solution and renu rewetting drops since I first started wearing contacts. I had never had any problems with my contacts until the fall of 2005. In the spring of 2005 I started wearing my day and night lenses overnight a few times a week. The contacts are made so that you can wear them for up to 30 days or something, so I thought wearing them over night a few times a week wouldn't cause any problems. I continued this for a few months, and then in the fall of 2005 my contacts started bothering me. They became itchy and dry, and I stopped wearing them overnight. I started having problems with wearing them more than 8 hours a day. I wore my glasses much more than I usually would because sometimes I'd blink and the contacts would just fall out of my eyes. It was very painful and annoying and I found myself worrying about my contacts all day long. I went to an eye dr near my college and he examined my eye and said I had bumps underneath my eyelids. He said he had seen this before and he told me that it looked like some kind of conjunctivitis and that it could have been from wearing the contacts over night or I may have developed reaction to the contact solution solution I was using. My eyes had become permanently blood shot by this time and I had a lot of greenish goo in them, which usually collected in the bottom, but I had to clean my eyes out multiple times a day because of the annoying goo that sometimes obscured my vision. My dr gave me anti-inflamatory eye drops (lotemax?) And another bottle of eye drops that would help clear up the probelm. I didn't wear my contacts for three months, and then as the bumps underneath my eyelids went down, I started wearing focus dalies, one day disposible contacts about one or two hours a day for the next month. It's been seven months since the dr diagnosed the problem, and I still can only wear my contacts for about eight hours a day until they start to hurt my eyes. My eyes are healing, but very slowly.